Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's wire came through her skin near her buttocks. The pt was in pain. There was no incident or accident related to this event. Additional info from the pts physician was requested.